Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a failure of the video cable connector. Additional evaluation findings are as follows: front panel noted cracked likely due to impact; heat spacer noted cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that there was no image when connected to the camera head. This was due to a defect in the socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.